Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. At the beginning of the afib procedure, the physician inserted the dilatator in the vizigo¿ sheath and after taking it back, he noticed that the plastic (orange) valve was stuck on the dilatator proximal end. Thus, some blood was free to exit from the vizigo¿ sheath. The problem was solved by taking a new vizigo¿. There were no consequences to the patient. The carto vizigo sheath product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve and silicone ring were detached from the hub. A microscopic examination was performed, and the presence of adhesive on the brim cap was confirmed, all the components were placed in the correct order, and aside from the detachment of the components no other anomalies were found, and the root cause of this issue could not be determined but it could be related to use of excessive force while manipulating the device, however, this could not be conclusively determined. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. At the beginning of the afib procedure, the physician inserted the dilatator in the vizigo¿ sheath and after taking it back, he noticed that the plastic (orange) valve was stuck on the dilatator proximal end. Thus, some blood was free to exit from the vizigo¿ sheath. The problem was solved by taking a new vizigo¿. There were no consequences to the patient. This was assessed as a brim cap detached product malfunction.

Manufacturer narrative:
Date of event: the event date is unknown. As a result, the 1st day of the year has been entered as the event date. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).